Event description:
Customer reported intermittent failures with latron control when using the coulter lh 500 hematology analyzer on (B)(6) 2013. A beckman coulter field service engineer evaluated the instrument and identified a failure of the blood sampling valve on (B)(6) 2013. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2013 and the lower sheath restrictor tubing was replaced and the blood sampling valve (bsv) pads were cleaned. This action did not resolve the problems with the latron control. On (B)(4) 2013, the fse replaced the flow cell and the ls preamp to address a high reticulocyte scatter cv. This action also did not resolve the problems with the latron control. The fse cleaned the bsv, and while cleaning the bsv, the port leading to the differential mixing chamber wire marker (wm-11) was found to be partially clogged. The bsv was then replaced, resolving the latron issues. Failure mode was identified: the failure mode is related to clog wire marker (wm-11) port. There were no erroneous results in connection with the reported event. The failure mode identified is likely to impact differential and reticulocyte parameters; results could be flagged, un-flagged or non-numeric. Improper sample/diluent flow through the flow cell is a hazard for differential measurement errors or reticulocyte hardware failures. Latron control or reticulocyte controls will detect the error. (B)(4).